Event description:
A bayer r & I sales representative reported the following: the physician had difficulty gaining access to a diseased superficial femoral artery (sfa). The non-bayer guide wire was removed anda jetwire was inserted along with a jetstream navitus l catheter to successfully complete the procedure. Upon review of the final images, a small foreign body of unk etiology was seen with the treated vessel. The physician decided against removing the foreign body. No adverse event or any medical intervention was performed as a result.

Manufacturer narrative:
A bayer r & I sales representative was onsite during this exam and reported post procedure that the jetwire that was in use when the foreign body was visualized showed no signs of breakage. The subject jetwire is being retained by the site; therefore, no further investigation could be performed. Based on the limited information, we are unable to determine the root cause of the alleged issue. In the event that additional information is obtained, a follow up report will be submitted. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.